Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Agent reported that when trying to press the spirit combo insulin pump menu and up buttons together, the failure was constant. The buttons did not work even when pressing hard. No adverse event reported. A request was made for the return of the device, replacement sent.